Manufacturer narrative:
The tube was discarded and therefore, not available for failure investigation. The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number. We have conducted a review of our complaint database and since 2003, there are a total of 13 records where a statement of stridor has been noted; as part of our complaint handling process we continually monitor all of our products for any adverse trends. Over the past five plus (5+) years the reported occurence of stridor is a small fraction of one percent when compared to the total endotracheal tubes distributed annually.

Event description:
It was reported that there was stridor after an extubation with airway trauma. The patient was treated with epinephrine and reintubated.